Manufacturer narrative:
Date of event/event: no additional information was available. Initial reporter (phone/email): additional information was requested. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The video connector contact had corrosion. The battery on the printed circuit board had expired. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the visera video system center presented an intermittent image with image noise/sandstorm. No patient injury or procedure impact reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the phone number for the reporter. See updated section e1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿sandstorm noise appears when inspection is carried out over 1 hour¿, was not confirmed, and the cause of the phenomenon was not identified. However, according to the service manual, the following factors may be contributing to abnormal image output: abnormal camera head and scope; abnormal video cable; abnormal connector connection; motherboard failure; abnormal connection of the receptacle¿s flexible cable; faulty receptacle unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.